Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker had chronic pacing impedance measurements of less than 200 ohms and intermittent undersensing was reported. At the device change out, the anodal set screw was stuck, but eventually loosened and the right ventricular (rv) lead was able to be removed from the header. It was also reported that right atrial (ra) lead sensing was not working.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. Visual inspection noted no setscrews were visible in their terminal blocks. No irregularities were noted with the lead barrels or header. Neither right ventricular (rv) setscrew moved when tested with a torque wrench. Both rv seal plugs were removed; high-power visual inspection noted that both rv setscrews were stuck in their respective capture washers. Both rv capture washers were bent upwards. Both right atrial (ra) setscrews moved freely in both directions. It was determined that the amount of force necessary to free the rv setscrews from their capture washers was greater than the specified limit, indicating they were tightened too forcefully. The clinical observations of impedance and sensing issues, and removal difficulty could not be confirmed by analysis.

Event description:
It was reported that, following explant for normal battery depletion, this device was returned for analysis.